Event description:
While performing peri-care, the catheter fell out and was replaced.

Manufacturer narrative:
While providing peri care to a pt, the foley came out. The balloon was not inflated and the contact at the facility commented that she did not know if the balloon had been inflated when the catheter was initially inserted in the emergency room. No damage was noted to the catheter or the balloon. They attempted to inflate the balloon after it fell out but were not successful. The sample was not retained for evaluation. We have no item number or lot number. No photos were provided. They replaced the catheter and reported that no pt injury resulted from this incident. We have not identified a root cause. However, in an abundance of caution, this medwatch is being filed.